Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nuclear medicine department had an issue with the set when the syringe is inserted because it "would unscrew and spray back". There is no report of patient harm or medical intervention, and no report of technician exposure to radioisotope.